Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that no shock was delivered to a patient.